Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The shocking sensation was as if a nerve was being pinched. This was felt on the left side of the ins incision. The patient started to feel this sensation about 2-3 hours ago. The patient started therapy 8 weeks ago. The patient is paralyzed and in therapy they do a lot of stretching and standing up. When they stretch her legs when she's lying on her back her back arches a lot. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension product ID, 3093-33 lot# v409770 serial# implanted: 2010 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).